Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving lioresal (baclofen) (2000mcg/ml at the dose is roughly 200mcg/day. This is not exact.) Via an implantable pump for unknown indications for use. It was reported that the patient's baclofen pump was empty for about two weeks. The patient's caretaker did not hear the alarm going off. Moreover, the patient's managing physician no longer takes the patient's insurance or worker's comp, so a refill appointment was never set up. The patient¿s caretaker became aware of the alarm, and they spoke to ¿pmnr¿. They were told to come into and get a pump refill. The patient had not had any seizures during this time. The patient arrived at the hospital, and the pump was filled normally. The ¿pmnr¿ resident spoke to medtronic a technician services as well during the refill. The patient was stable and being monitored in the hospital. Outcome: the pump alarm cleared once it was refilled, and the issue was resolved. The patient weight and medical history were not available due to legal/confidential reason. The patient was alive and no injury.  2024-10-01 rtg0667768 (hcp): additional information was from a healthcare provider (hcp) indicated that they the pump was implanted in (B)(6) 2024 and the patient started hearing an alarm recently and was having an increase in spasticity and was in the emergency room (ER). The pump was read and showed an empty reservoir alarm occurred on 2024-09-24. Reviewed refill considerations including no prime needed, dosing and potential for tubing damage. Reviewed it would be unlikely short-term but the only way to check it would be to look for symptom relief and/or volume discrepancy over time.